Event description:
It was reported by the patient that ¿the wires went all the way up [the patient¿s] back into their brain.¿ it was noted that the leads were ¿so far away from where the implant is stating.¿ it was further noted that at the end of the call in the background the patient stated that it was ¿bunched up behind their ear.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had pain around the lead. It was noted that touching the lead area made the patient sick from pain. It was reported the leads were now close to the skin. It was reported the stimulator was working fine. It was noted the patient was not worried about potential erosion. It was reported the patient did not want to be reprogrammed and was going to see a headache specialist.